Event description:
A user facility¿s program manager reported that a customer combi set disconnected 20 seconds into a patient¿s hemodialysis (hd) treatment. The disconnection occurred at the ¿t¿ connection. The machine, a fresenius 2008t hemodialysis machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device discarded, but a photo has been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the combi set connected to the machine was provided by the customer. According to the photo received, a separation was observed from the arterial line to the ¿t¿ saline connector. The condition of the tubing and connector could not be observed. The alleged failure mode was confirmed; a separation was observed according to the photo received from the customer. This kind of failure could be caused due to an incorrect solvent application on the component or due to a lack of solvent during the assembly of the components. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph.

Manufacturer narrative:
Corrected information: e1.

Event description:
A user facility¿s program manager reported that a customer combi set disconnected 20 seconds into a patient¿s hemodialysis (hd) treatment. The disconnection occurred at the ¿t¿ connection. The machine, a fresenius 2008t hemodialysis machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device discarded, but a photo has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s program manager reported that a customer combi set disconnected 20 seconds into a patient¿s hemodialysis (hd) treatment. The disconnection occurred at the ¿t¿ connection. The machine, a fresenius 2008t hemodialysis machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device discarded, but a photo has been provided.